Event description:
The manufacturer received information from a third party service center alleging a "ventilator inoperative" alarm condition occurred. The device's blower motor was replaced by the third party service center to address the issue. After the service process performed by a third party service center, the device failed to power on. There is no indication that the device failed to power on before being serviced by the third party service center. The ventilator was then returned to the manufacturer for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, thermal damage isolated to the power management board and detachable battery cable was observed. The device's power management board and detachable battery cable were replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.